Event description:
A customer reported that a nurse programmed propofol at 25ml/hr with a vtbii of 25 (dose 50mcg/kg/min and concentration of 10000 mcg/ml) and that the pump never alarmed when the infusion was complete. The customer also stated that the nurse had used the delay options feature. The propofol infusion was found off about 10 minutes after it stopped infusing when the patient started having alarms for elevated heart rate. The patient required an increase in the dose and amount of sedation given. The patient experienced increased heart rate, blood pressure and agitation from not being properly sedated. The patient required additional pain medication and rn support when the patient was agitated while not on sedative. The biomed tested the device and found no issues. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested a log review. The event logs and dataset have been received. A follow up report will be submitted with the results of the evaluation once it has been completed.